Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked during use. There was no report of blood exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation results: DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Eura review - since the defective unit was not returned for evaluation and testing, the failure mode of the defect cannot be identified. Based on the customer's verbatim description of the event, the effect of the defect was minor leakage that did not require medical intervention. Per rm5796 rev 13(l) nexiva p-eura, this effect has a limited severity of s2. Occurrence of this defect is remote (=10 ipm) for this batch. With limited severity and remote occurrence, the risk to the end user is acceptable. Sample analysis - no units were received for evaluation and testing. The photos provided by the customer did not reveal any signs of damage to the pictured unit. Conclusion: there is no evidence to confirm manufacturing related process issues for this incident. Leakage from the septum of nexiva devices is a known issue. Project acr 13-3300-755 redesigned the cannula and septum which changed the insertion process. The change in the process is expected to reduce the occurrence of this defect. Batch 6357598 reported in this incident was produced prior to the completion of (B)(4).